Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was presented to the hospital with abdominal pain and ileus. The patient was admitted on (B)(6) 2015. While hospitalized, the patient was found to have electrolyte abnormalities, coagulopathy and hypokalemia. Ascites was noted in the patient. There were no indications of any peritonitis but the patient was treated with levaquin. The issue resolved and the patient was subsequently discharged on (B)(6) 2015.

Manufacturer narrative:
Based on the 10 pages of medical records information it appears that on (B)(6) 2015, this patient was admitted into the hospital for obstipation and ileus. The patient's ileus resolved and there was no nausea or vomiting. In addition, the patient had electrolyte imbalances that resolved. The patient's coagulopathy due to warfarin was improved as well. The patient was treated for an infection but, there was no sign of clear cut infection according to the peritoneal dialysis registered nurse, there was no peritoneal dialysis complication and the patient has complete all treatment. Patient's hospitalization was a result of an ileus and no sign of infection was found. Medical records do not indicate a casual relationship between the patient's peritoneal dialysis treatment and the patient's electrolyte imbalance. Medical records do not indicate a casual relationship between the patient's peritoneal dialysis treatment and the patient's coagulopathy. The peritoneal dialysis cycler was not returned to the MFR but an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material and process controls were within specification.